Event description:
It was reported that during a laparoscopic myomextirpation procedure the hand piece worked locked out and became warm. Case completed with another hand piece. No patient consequence.